Manufacturer narrative:
A field service engineer (fse) found a fluid leak at dispense module (qd9). The fse opened, inspected, cleaned and re-seated quick disconnect (qd9). No leak detected afterwards. The root cause was due to quick disconnect (qd9) not being clean.

Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak in the right side of the coulter lh 750 slidemaker. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat, and eye protection. There was no contact with open wounds or mucous membranes. No death or injury occurred and no one required medical attention.